Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Medical product: oss axle and bushing, catalog #: cp116410, lot #: 753570; oss yoke set, catalog #: cp116409, lot #: 753320; oss distal femoral component, catalog #: cp116407, lot #: 752420; oss modular tibial component, catalog #: cp116408, lot #: 752690; oss porous stem, catalog #: 150395, lot #: 862660; oss porous stem, catalog #: 150385, lot #: 150385. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04410; 0001825034-2018-02576; 0001825034-2018-02577.

Event description:
It was further reported the patient underwent a revision procedure due to leg length discrepancy. The polyethylene bearing and assembly was removed and replaced.

Manufacturer narrative:
(B)(4). The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Remains implanted.

Event description:
A patient who underwent a total knee arthroplasty has been indicated for a revision due to stem loosening. No revision has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as it cannot be confirmed which stem caused the reported event. The event will be reported on 0001825034-2018-02576.